Manufacturer narrative:
Additional clarification received on 07/20/2017 indicated that this complaint was already reported under MFR report number 3005168196-2017-01173. Therefore, please disregard this duplicate report.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid and ophthalmic artery using penumbra coil 400s (pc400s). During the procedure, one pc400 unintentionally detached while partially advanced out of the tip of the microcatheter as the physician attempted to withdraw the pc400. The physician was able to place the detached pc400. There was no report of an adverse effect to the patient.